Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Dilator curved due to packaging. Sheath liner expanded and tip opened as designed. Liner delaminated 2cm in length from tip. C-marker band attached to hdpe. After disassembling the sheath housing to inspect the hemostasis valves: the duckbill valve has a gap along the center slit and no abnormalities were observed on the cross-slit and disc valve. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on functional testing of the returned device and review of prior closed similar complaints. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''after insertion and on removal of the introducer, pulsatile blood flow was observed from the hemostatic valve. Once the guide wire was inserted, this pulsatile blood flow stopped''. Per product evaluation, the sheath leaked when flushed with nothing inserted, suggesting that the duckbill valve may not have functioned properly. Disassembly of the sheath hub confirmed presence of a gap on the duckbill hemostasis valve. However, as no leakage was reported during device preparation, it is possible that damage to the duckbill valve occurred after sheath insertion into the patient, during insertion/removal of the introducer. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. As such, available information suggests that procedural factors (introducer manipulation) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The esheath was prepped as usual. After insertion and on removal of the introducer, pulsatile blood flow was observed from the hemostatic valve. Once the guide wire was inserted, this pulsatile blood flow stopped. There was no blood transfusion needed. The procedure was completed with no more complication with the esheath. The patient was in stable condition. As per pre-decontamination evaluation, liner delaminated from tip was observed.